Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10.

Event description:
It was reported that during a routine post operation check performed by the customer, the cs300 intra-aortic balloon pump (iabp) had insufficient battery run time. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and confirmed the battery had insufficient run time after testing. The stm installed new batteries and verified proper battery operation in therapy mode using a test catheter. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during a routine post operation check performed by the customer, the cs300 intra-aortic balloon pump (iabp) had insufficient battery run time. There was no patient involved and no adverse event was reported.